Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient was ¿overweight¿ when the pump was implanted, but lost a lot of weight, and then the pump poked out of their skin and would hurt a lot. It would feel like it turned over/flipped over when they bent down. This was currently happening to the patient, and had started approximately one year ago. One corner of the pump was ¿real close to the skin¿ and sometimes the patient would have stomach problems, and it started hurting and itching really bad around the pump. The reporter was referred to their healthcare provider (hcp). The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.